Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 450 mg/dl. The customer's blood glucose was 40 mg/dl at the time of the call. The customer stated that they have been disconnected form the insulin pump since (B)(6) 2016. The customer did not mention any form of treatment for their blood glucose levels. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.